Event description:
As reported: during re-sheathing of the lvis evo into the stent sheath, the distal portion of the stent delivery wire fractured midway. The stent was successfully re-sheathed into the stent sheath. Procedure was completed using a different device. The patient is noted to be stable. No other clarification was provided.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is expected to be returned to the manufacturer for evaluation but has not yet been returned. The alleged wire fracture issue and incident as described could not be confirmed at this time. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.